Manufacturer narrative:
Correction: the reported infection that occured was not device related.

Manufacturer narrative:
This report is filed on march 01, 2018.

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently, the receiver-stimulator was explanted on (B)(6) 2018, the electrode array remains in-situ.